Manufacturer narrative:
The device has been returned and evaluated by product analysis on 22-dec-2017 with the following findings: the pump's black box showed no evidence of short battery life. The pump's current draws were all within specifications. The alleged issue could not be duplicated.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.